Event description:
The procedure was a lap-coli and they were using a bipolar (foot pedal) function. They did not use the pencil but had it plugged in and laying on the drape. After surgery a lower lip burn was discovered where the pencil had been laying. The risk manager said the lip burn was not that serious, that it is healing without any intervention so a medwatch will not be done by the hosp.